Event description:
It was reported that the device was explanted after an implant duration of at least 1 month, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis. It was also noted that the lv re-tore. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of at 1 month due to unknown reasons. No further details were provided. Information learned from implant patient registry. In 2009, (through follow-up with the health-care provider), it was learned that the reason for explant was not device related. The device was explanted due to irreparable mitral stenosis which is not a defect of the device. However, the response is unsigned so it is unknown if the preparer is qualified to answer on behalf of the surgeon. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.